Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer let the pump battery deplete, as the pump was not being used for several days, due to a lack of supplies. When the customer was ready to use the pump, they plugged the pump into a power source to charge it, however, the pump was unresponsive. There was no impact to the customer's blood glucose level, as the customer had been on manual injections during the time that the pump was not being used.